Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2010, due to an unknown reason in which the cup and head were replaced. Subsequently, patient was revised on (B)(6) 2010, due to an unknown reason in which the head and liner were replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay the reason for the revision procedures, as well as a right hip revision procedure, all of which were unknown at the time of initial medwatches. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions." This report is number 1 of 5 mdrs filed for the same event (reference 1825034-2012-00952-1 / 00955-1 and 1825034-2012-01276). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that the patient underwent left total hip arthroplasty on (B)(6) 2005. Subsequently, the patient underwent a revision procedure, on (B)(6) 2010, due to alleged pseudotumor, cloudy gray fluid, and necrotic tissue. The modular head and acetabular cup and modular head were removed and replaced. A revision occurred on (B)(6) 2010, due to alleged recurring dislocation. The modular head and acetabular cup were removed and replaced. A further revision occurred in (B)(6) 2010 due to unknown reasons. Legal counsel alleges that the patient underwent a right total hip arthroplasty on (B)(6) 2004. Subsequently, the patient underwent a revision procedure on (B)(6) 2004, due to alleged femoral stem loosening following a fall. The femoral stem was removed and replaced. Additional information received in patient medical records indicates that the left revision procedure that took place on (B)(6) 2010 was due to dislocation, metal on metal reaction, pseudotumor, cloudy grey fluid, dark gray material, and avulsed, necrotic abductors. The operative notes confirm that the acetabular cup and modular head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information received in medical records, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 5 mdrs filed for the same person (reference 1825034-2012-00952 / 00953 & 2013-04224/04226).

Event description:
Legal counsel for the patient alleges that the patient underwent left total hip arthroplasty on (B)(6) 2005. Subsequently, the patient underwent a revision procedure, on (B)(6) 2010, due to alleged pseudotumor, cloudy gray fluid, and necrotic tissue. The modular head and acetabular cup and modular head were removed and replaced. A further revision occurred on (B)(6) 2010, due to alleged recurring dislocation. The modular head and acetabular cup were removed and replaced. Legal counsel alleges that the patient underwent a right total hip arthroplasty on (B)(6) 2004. Subsequently, the patient underwent a revision procedure on (B)(6) 2004, due to alleged femoral stem loosening following a fall. The femoral stem was removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2012-00952 / 00955). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.